Event description:
Based on the additional information received on 28-oct- 2015, this case initially considered as non-serious was upgraded to serious as 2 serious events were added to the case. Also, the suspect product synvisc was updated to synvisc one. This case is cross referenced with cases: (B)(4) (cluster); (B)(4) (duplicate). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) year old male patient who started treatment with synvisc one and later his both knees swelled up, had 100ml of non-infectious fluid knee/ severe effusion/inflammatory response and was painful in left knee. The patient had treatment with synvisc in the past. No medical history, concomitant medication or concurrent condition was provided. On an unknown date in 2015, the patient started treatment with intra-articular synvisc one injection (dose, frequency, indication: not provided), (batch/lot number: 4rsk001 and expiration date: oct-2017) in both knees. The patient received 2 synvisc one injections. It was reported that the patient received local anesthetic injection beforehand (not injected into knee). On an unknown date in 2015, the patient's both the knees swelled up. On (B)(6) 2015, about 100 ml of non-infectious fluid from the patient's right knee was aspirated (severe joint effusion). The same day, the patient experienced such a moderate painful left knee that he visited the emergency room and received morphine, while receiving treatment including synvisc. The patient was prescribed anti-inflammatory because of the severe effusion. The physician believed that there was an issue with the product he had in the stock and would return that for testing. It was reported that adverse events were not related to local anesthetic as it was not injected into the knees. Corrective treatment: aspiration for 100ml of non-infectious fluid knee/ severe effusion; anti-inflammatory and morphine for painful in left knee; not reported for had both knee swell up outcome: not recovered/ not resolved for 100ml of non-infectious fluid knee/ severe effusion/inflammatory response and painful in left knee; unknown for had both knee swell up. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 4rsk001 with expiration date (10/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsk001, no CAPA is required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 05-nov-15, a total of (B)(4) complaints are on file for lot # 4rsk001: (B)(4) adverse event reports & (B)(4) tip breakage. Genzyme biosurgery will continue to monitor complaints to determine if a CAPA is required. Reporter causality: possible/ related. Seriousness criteria: required intervention for 100ml of non-infectious fluid knee/ severe effusion/inflammatory response and painful in left knee additional information was received on 28-oct-2015, 29-oct-2015 and 30-oct-2015 (all information processed together with (B)(4): 28-oct-2015). Patient's age was added. Suspect product updated from synvisc to synvisc one. Additional events of 100ml of non-infectious fluid knee/ severe effusion/inflammatory response and painful in left knee were added along with details. Lab data was added. Related case ID's added. Clinical course was updated. Text was amended accordingly. Additional information was received on 05-nov-2015. Ptc results were added and text was amended accordingly. Follow up information was received on 11-nov-2015. No new information was received. Follow up information was received on 11-nov-2015. No new information was received.